Event description:
It was reported that there was an increase in the right ventricular (rv) and superior vena cava (svc) lead impedances in the rv lead and impedances were now high and noise was observed. A new high voltage lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).